Event description:
Leica biosystems received a complaint involving sub-optimal processing of approximately 42 cassettes from a protocol run. The complainant advised that the tissue was "crunchy" and appeared to contain water following completion of processing. Preliminary findings indicate that a use error during manual replacement of a reagent. On (B)(4) 2013, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.